Event description:
Boston scientific crm received info that the pt with this right ventricular lead complained of near syncope. Upon testing, loss of capture was noted when the pt rolled on his left side. The threshold measurements were five time higher than at implant and microdislodgement was suspected. The lead will be revised. No additional info is available at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. Type of reportable event: suspected dislodgement with scheduled lead revision.